Event description:
The physician performed a procedure through the right common femoral artery. The axera device was used to access the artery, first mark was achieved and the heel deployed, mark ceased, and the needle plunged. The physician does not remember if there was second mark, and did not perform fluoroscopy of the site. Upon entry of the 0.018 guidewire, resistance was met. The physician pulled back the device plunger, but despite being uncertain as to whether the heel released, he decided to go ahead and pull the device out, during which he stated that he felt resistance and a "pop" was felt as the device came out. He then proceeded to cut the 0.032 latchwire and place a 6 french sheath over the wire. The case continued, but oozing around sheath was noted and so the physician upsized to a 7 french sheath. Manual compression was held for a total of 45 minutes and the pt was fine.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the device history record and complaint history for this lot was not performed as the lot number was not reported. However, (B)(4)) history from the last 6 months was reviewed and no (B)(4) have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed. Per step 10 (deploying the axera access device section) of the IFU, "prior to removing the axera access device, retract the plunger and verify that the actuator has moved to its disengaged position, releasing the heel. If the actuator did not automatically release, manually move it to the disengaged position." Based on analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause of the failure to insert the .018" guidewire is unk. However the probable root cause , based on the info provided in the complaint description and the f/u activity performed post procedure, is failure to release the heel before removing device from the artery. Since the complaint description does not indicate that the physician followed the proper steps in the IFU to avoid arterial damage, the root cause is use error.